Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-00559. It was reported that an error message displayed during aspiration. An avx® thrombectomy set and angiojet® ultra system console were selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, the waste bag began to leak fluid on the console and an error 5 - roller pump stalled displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of an avx thrombectomy system and no other devices. The pump, shaft, and tip, was microscopically examined and it was observed that the bag spike tip was broken off and not returned, removed the broken bag spike and replaced it with a lab stock bag spike for functional testing. Functional testing revealed no damage or irregularities device operated as it should have. Operated the device for 30 sec in thrombectomy mode. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-00559. It was reported that an error message displayed during aspiration. An avx® thrombectomy set and angiojet® ultra system console were selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, the waste bag began to leak fluid on the console and an error 5 - roller pump stalled displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications.